Event description:
It was reported via repair work order that the litter was unstable due to damaged jack support weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.